Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven days post implant of the right ventricular (rv) lead, the patient experienced ache in the chest. The patient was diagnosed with lead perforation, and thresholds on the lead was high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.